Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called in reporting an occlusion alarm. This was the first occlusion experienced after several months of using the device, though the alarm had occurred multiple times over the previous 24 hours with the same infusion set. The patient was using a steel contact detach infusion set with 23" tubing, and the lot number was unavailable as the packaging had been discarded. The patient noted observing a small air bubble inside the connector. The agent recommended changing supplies, and the patient stated they were comfortable completing the supply change independently and did not request assistance. The patient reported that blood glucose levels were not affected, as insulin delivery resumed after selecting resume delivery, and insulin appeared to be delivering appropriately. No further questions or assistance were needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.